Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy and band ligation procedure for esophageal varices performed on (B)(6) 2025. During the procedure, the rubber bands would not come off the device when ligating the esophagus. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
Procedure summary: it was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy and band ligation procedure for esophageal varices performed on (B)(6) 2025. Event summary: during the procedure, the rubber bands would not come off the device when ligating the esophagus. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. Patient status: there were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (correction): block e1 initial reporter zip/post code has been corrected.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with all bands attached, and some of them were damaged and overlapped. The teeth were also damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing with all bands on it, some of them damaged and overlapped, the teeth were also damaged. It is possible that the reported problem of the bands failing to deploy might have to do with the technique used by the physician or the way the device was handled. It is possible that perhaps the way in which the device was placed, or the tortuosity during the procedure, affected the functionality of the handle, causing the bands to feel difficult to deploy. The marks on the ligator housing teeth imply that the device might have been used with too much force, or perhaps this could be attributed to the way the physician was entering the device through the patient, affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy and band ligation procedure for esophageal varices performed on (B)(6) 2025. During the procedure, the rubber bands would not come off the device when ligating the esophagus. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.